Manufacturer narrative:
The investigation is ongoing. Further information will be available upon investigation completion.

Manufacturer narrative:
The review of complaints and device inspection results indicate that the control panel button failure (stuck button) found during inspection might have led to the observed unexpected bed movement. Based on the investigation findings, the component failure caused by normal wear of the part cannot be ruled out. The left head end side rail was replaced which solved the issue. The instructions for use for citadel bed (IFU, 830.213-en rev. G) includes the following information: ¿check that the patient controls, caregiver controls and attendant control panels operate correctly ¿ weekly¿. Please see the extract attached. IFU also contains information about error code e300 - "control button is depressed for more then 90 seconds". If removing pressure from control buttons doesn't clear the code, arjo approved service agent should be called. To sum up, arjo device failed to meet its specification since the bed moved up on its own, without anyone touching the buttons. The event occurred while device was used by a patient. This complaint was assessed as reportable due to allegation of unintended movement of the bed.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report. The device is distributed outside the us and no gudid information exists.

Event description:
The customer called service technician for help when the bed with a patient on it moved up. The issue occurred during the phonecall. Per technician's advice customer used CPR button to lower the bed. The bed was reset and then error e300 was present and bed moved up again. Device evaluation revealed a stuck button on the control panel. There was no injury reported.